Event description:
The customer reported that their device would not boot up properly and appeared to lock up. There was no report of any patient involvement with the reported device failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to a failure with an integrated circuit chip, designator u17.